Event description:
As reported by the user facility (translation of user facility): sales rep reports under infusion occurred (B)(6) 2014. Customer will be returning the pump. IV set used was (B)(4). No patient injury reported. MFR - 9610825-2014-00244.